Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and hashimoto's disease. On an unknown date, the patient had essure inserted. The duration of use was 3 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vaginal discharge ("heavy discharge"), affective disorder ("mood issues"), abnormal behaviour ("so mad in seconds over nothing / never stayed off of the bc pills longer than 3 month without feeling crazy / going into blind rages"), menorrhagia ("heavy bleed thru periods"), dysmenorrhoea ("horrible cramps"), the first episode of menstrual disorder ("huge blood clots"), autoimmune thyroiditis ("hashimoto's disease"), arthralgia ("horrible joint pain"), fatigue ("huge fatigue"), memory impairment ("memory degraded"), feeling abnormal ("brain fog"), pain ("hurt when I get out of bed"), the second episode of menstrual disorder ("huge blood clots") and thyroid disorder ("my thyroidwould never regulate.") And was found to have weight increased ("gained 50 lbs"). The patient was treated with bupropion hydrochloride (wellbutrin), oral contraceptive nos and surgery. Essure was removed. At the time of the report, the medical device removal, vaginal discharge, affective disorder, menorrhagia, dysmenorrhoea, autoimmune thyroiditis, arthralgia, memory impairment and the last episode of menstrual disorder outcome was unknown, the abnormal behaviour, feeling abnormal and pain had resolved, the weight increased was resolving and the fatigue had not resolved. The reporter considered abnormal behaviour, affective disorder, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, feeling abnormal, medical device removal, memory impairment, menorrhagia, pain, thyroid disorder, vaginal discharge, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and hashimoto's disease. On an unknown date, the patient had essure inserted. The duration of use was 3 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vaginal discharge ("heavy discharge"), affective disorder ("mood issues"), abnormal behaviour ("so mad in seconds over nothing / never stayed off of the bc pills longer than 3 month without feeling crazy / going into blind rages"), menorrhagia ("heavy bleed thru periods"), dysmenorrhoea ("horrible cramps"), the first episode of menstrual disorder ("huge blood clots"), autoimmune thyroiditis ("hashimoto's disease"), arthralgia ("horrible joint pain"), fatigue ("huge fatigue"), memory impairment ("memory degraded"), feeling abnormal ("brain fog"), pain ("hurt when I get out of bed"), the second episode of menstrual disorder ("huge blood clots") and thyroid disorder ("my thyroid would never regulate.") And was found to have weight increased ("gained 50 lbs"). The patient was treated with bupropion hydrochloride (wellbutrin), oral contraceptive nos and surgery. Essure was removed. At the time of the report, the medical device removal, vaginal discharge, affective disorder, menorrhagia, dysmenorrhoea, autoimmune thyroiditis, arthralgia, memory impairment and the last episode of menstrual disorder outcome was unknown, the abnormal behaviour, feeling abnormal and pain had resolved, the weight increased was resolving and the fatigue had not resolved. The reporter considered abnormal behaviour, affective disorder, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, feeling abnormal, medical device removal, memory impairment, menorrhagia, pain, thyroid disorder, vaginal discharge, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: case became valid with fu information. Events added: ¿e-free¿ ¿heavy discharge¿ ¿mood issues¿ ¿so mad in seconds over nothing / never stayed off of the bc pills longer than 3 month without feeling crazy / going into blind rages¿ ¿heavy bleed thru periods¿ ¿horrible cramps¿ ¿huge blood clots¿ ¿my thyroid would never regulate¿ ¿gained 50 lbs¿ ¿horrible joint pain¿ ¿huge fatigue¿ ¿memory degraded¿ ¿brain fog¿ ¿hurt when I get out of bed¿. Secondary reporter added. Treatments were added. Mw info filled. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.